Manufacturer narrative:
The lead remains in service at this time. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this left ventricular lead exhibited noise with arm movement and isometrics. There was no indication of oversensing from the noise. There were previous pace impedance measurements of greater than 2,500 ohms observed. Technical services discussed programming options and once reprogrammed, the noise went away. The field representative was going to continue to monitor. The lead remains in service. No adverse patient effects were reported.